Event description:
It was reported that the patient developed an infection and sepsis. The implantable pulse generator (ipg) and leads were explanted. The patient received antibiotic therapy and the system will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Concomitant medical products: 407652, lead, (B)(6) 2014; tissue valve, (B)(6) 2002. (B)(4).